Manufacturer narrative:
Follow-up information obtained: ¿the problem with the handpiece occurred while it was being tested prior to the procedure. It was not used on the patient.¿ the device was evaluated by the quality engineering team. As received condition: received m4 handpiece for evaluation by the eng ineering group. The condition of the device showed no significant physical damages. Observations: the handpiece was connected to the test console [provided by service/repair] and operated at default speed. It functioned normally but sounded noisy. Temperatures tested: gear 87°f; motor 89°f; bearing 87°f. The device was repaired and tested to product manufacturing specifications and returned to the customer. (B)(4)

Event description:
Follow-up information obtained: &#50440;e problem with the handpiece occurred while it was being tested prior to the procedure. It was not used on the patient.&#54090;

Event description:
It was reported that the handpiece was ¿getting hot and making strange noises.¿ the event occurred a month ago. There was no user or patient injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.